Event description:
The following was reported to hamilton medical ag: the hospital informed us that the brake cable on the trolley had snapped and the was stuck. No consequences occurred.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service and was deemed non-reportable. Hamilton medical ag case number is: (B)(4).

Manufacturer narrative:
Investigation: no patient harm occurred. Hamilton medical ag has not received the device for investigation. Brake wire (msp161912) was replaced and trolley is functional again. . Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: the hospital informed us that the brake cable on the trolley had snapped and the was stuck. No consequences occurred.